Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology and diameter are unknown. The iliac arteries were reported to be very tight. Upon deployment of the bifurcated stent graft there was resistance noted. In attempt to prevent the device from being pulled down, the physician added an iliac limb on the contralateral side, but the device was pulled into the aneurysm. Two aortic extender cuffs were placed proximally to obtain an adequate seal. No endoleaks were noted at the end of the procedure. No additional clinical sequelae were reported, and the patient is reported to be fine.